Event description:
It was reported that customer experienced continuous glucose monitor error that affected pump use. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump warranty and shipping details, instructed customer to place pump in storage mode and return it using a pre-paid label, and advised customer to program settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.